Event description:
It was reported that during coronary drug eluting stenting treatment procedure, difficulty removing the delivery device from the guide wire was encountered. The physician successfully deployed a taxus express2 8.8% 3.0x32mm drug eluting stent in the right coronary artery (rca). During withdrawal, the stent delivery system (sds) was sticking to the unk guidewire. The physician continued to withdraw the sds until the guidewire fractured. The fractured guidewire and sds were removed from the pt's body without any complications. No pt complications or injuries were reported. Pt status is reported as "fine."